Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: possible capsular contracture, baker grade IV.

Event description:
Patient reported "nipples were hurting" and "ultrasound showed a fold grade 4." Patient later confirmed experiencing "contracture" on an unknown side. The device remains implanted. This represents the right side.